Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the display screen was dim and faded. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2013 with the following findings:the allegation of a dim/discolored display could not be duplicated on investigation. The display screen remained blank with functional auditory and vibratory features during startup. The pump was opened to investigate, and the display screen was observed to be cracked. The broken display was replaced with a test display, and the test screen worked normally with no issues.